Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  new jersey (nj), USA has been used as a default.  Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 2nd complaint for the reported lot number. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Corrective/preventative action (CAPA) has been initiated. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint for needle missing on lot # 9252448. A review of risk management (B)(4) revision 14 indicates that the potential risk of this specific reported incident (syringe, needle missing) was captured and addressed. The customer reported that the needle is missing. The photos were examined, and it was observed that the needle hub/shield assembly was not attached to the barrel. No damage to the barrel tip was observed. See photos in the powerpoint attached to the parent file. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch# 9252448. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced hub separation from the device. The following information was provided by the initial reporter: material no:324911, batch no: 9252448. Complaint posted on social media. Consumer reporting prior to use, needle is missing. Photos attached.